Event description:
(B)(4). Insured. Started with occasional sharp stomach cramps. Then extraordinary bleeding. Then hives all over my body. The hives were so bad, one time, I ended up in the ER as I couldn't breathe. I recently had the essure device removed along with my fallopian tubes. I'm praying for the hives, heavy bleeding, and sharp stomach pains will fade away.